Event description:
It was reported that "the inserts slipped out of the clamp, causing the clamp to come off the vessel, and they had difficulty finding the inserts in a patient's chest". No patient injury was reported..